Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced scale marking issue. The following information was provided by the initial reporter: parent is reporting a discrepancy with the scale markings stated, the first line is positioned at different starting points on the barrel, from syringe to syringe stated, she is concerned she will draw up too much insulin or too little insulin for her minor child who is a type 1 stated, she does not use the syringes that are questionable

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced scale marking issue. The following information was provided by the initial reporter: parent is reporting a discrepancy with the scale markings stated, the first line is positioned at different starting points on the barrel, from syringe to syringe. Stated, she is concerned she will draw up too much insulin or too little insulin for her minor child who is a type 1. Stated, she does not use the syringes that are questionable.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 03-nov-2023. H.6 investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced scale marking issue. The following information was provided by the initial reporter: parent is reporting a discrepancy with the scale markings stated, the first line is positioned at different starting points on the barrel, from syringe to syringe stated, she is concerned she will draw up too much insulin or too little insulin for her minor child who is a type 1 stated, she does not use the syringes that are questionable.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.